Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of event unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 had fractured, was unable to be restored and was removed. The patient is returning for graft and future implant.

Event description:
During inspection of the returned device, a fractured abutment piece was found inside implant. Follow up with the customer revealed that there is no mention of any other fractured device in the patient's chart.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D10: unknown abutment, unknown lot number. D10: therapy date-unknown/not provided g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fracture at the platform/collar. Also fracture abutment piece found inside implant. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (61951541). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed for the unknown abutment, as the lot number associated with the reported product is not available. Complaint history review was performed for the reported lot number (61951541) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown abutment. Functional testing could not be performed due to the nature of the device and event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.